Event description:
Boston scientific received information that this pacemaker had began to erode through the pocket. The pocket was opened up and cultured. The results of the cultures were negative so the device was repositioned subpectorally to prevent further erosion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
New information from the field states that this device has now been explanted due to septic infection. No adverse patient effects were reported.

Event description:
--